Event description:
The reporter states that he obtained the blood glucose results of 516mg/dl and 192mg/dl within 10 minutes on the accu-chek advantage system. The reporter dosed himself with 16 units of lantus based on the 516mg/dl blood glucose result. No adverse event reported. New system sent to customer and return requested.